Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a product malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: january 24, 2017. (B)(4).

Event description:
Complaint reported by a nurse that "the product doesn't stick as usually, it falls off quickly." The product was used, but no patient harm was reported. No further information is available.

Manufacturer narrative:
Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. Product is hand packed so, no preventative maintenance or machine logs available. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).